Manufacturer narrative:
Corrected data: b 1 was omitted in the initial report as this event was related to product problem . This was corrected on the cover page.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 normoflo irrigation fast flow systems - h-1100 series complaint of not heating up properly and off and on button does not function was confirmed. This was isolated to a crack in the return tube which leaked water and revealed during functional testing. Also damage was noticed in multiple internal components. Action was taken to replace the pcb board and switch membrane. Repair summary: received device in good condition with rolling base and actuator pole. Device was manufactured in 2019-02-19. Installed tempcheck test fixture, fill water into tank reservoir, powered on the device. No recirculation water and power off button did not function properly. Removed back panel for further investigation. Found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed customer reported reason. Replaced return tube, main pcb, and membrane switch. Installed tempcheck test fixture e6233 due (B)(6) 2021. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. This return tube issue is being addressed through CAPA (B)(4).

Event description:
Information received a smiths medical smiths medical fluid warming/level 1 normoflo irrigation fast flow systems - h-1100 was not heating up and on and off button doesn't function properly. No patient adverse events reported.